Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for the provided lot number. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd veo¿ insulin syringes with bd ultra-fine¿ needle was difficult to detach. The following information was provided by the initial reporter: "consumer stated, needle shields are difficult to remove stated, needle hub will separate from pulling so hard".